Manufacturer narrative:
Additional information: remedial action required, remedial action # correction: correction to remove the following codes in section h6 reported in error in the supplemental MDR . Annex a: a0404, a25 annex b: b11, b14 annex c: c19 annex d: d14 annex g: g0405203, g0200702, g07001, g02001

Event description:
It was reported that the device had error 354.6770 control board. There was no patient involvement.

Manufacturer narrative:
Correction: manufacturer narrative(chr and DHR). Additional information: imdrf annex a,b,c,d and g grid, manufacturer narrative(shr). A review of the complaint history for (B)(6) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 26jul2017. The review was performed from the date of manufacture to the present date 31may2021. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had error 354.6770 control board. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 26jul2017. The review was performed from the date of manufacture to the present date. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had error 354.6770 control board. There was no patient involvement.